Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to bucking of the device. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to bucking of the device. The device was removed and replaced. There were no patient complications.